Event description:
It was reported to philips that the system's image processing computer was unable to boot, preventing a full system boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and confirmed the fse found that the found that the m-cabinet was tripping off the l2 line of the power supply from the electrical panel. Further investigation revealed that the image processing pc (frontal) had a short circuit. The philips engineer replaced the ippc and returned the unit to philips for further analysis. The analysis confirmed that the ippc malfunction was caused by a power supply failure, as the power supply was found to be burned. Following replacement, the system was returned to good working order. The codes have been updated based on the investigation's outcome.